Event description:
It is reported that when the surgeon was using the stem inserter, it broke inside the patient.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: no photos are included with this complaint. No clarification is given on the manner in which the instrument broke or how it was being used at the time of the event. It is not possible to determine the cause of the broken cpt stem inserter from the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.